Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that the tip of the syringe appeared melted and contained a black dye-like substance. To support the investigation, one sample in an opened packaging blister and one photograph was provided and reviewed by the quality team. A visual inspection was conducted, revealing damage to the syringe barrel luer-lok. Additionally, a dark-colored embedded speck was observed both near the luer-lok area and at the bottom of the syringe barrel. The image depicts the lower portion of a syringe barrel outside of its blister packaging. The syringe barrel luer-lok is visibly damaged and exhibits a dark-colored speck. No additional defects or irregularities were observed. This type of damage may occur due to a jam during the assembly process. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record (DHR) review was completed for material number 309653, lot 4277524. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the assembly process confirmed proper alignment of rails and conveyors, and product flow was consistent. Based on the investigation and analysis of the returned sample, the reported condition has been confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported foreign matter. Event description: material: 309653 . Batch: 4277524. We have a report of a 50ml syringe that was noted to be damaged upon opening the packaging. The tip of the syringe is damaged - looks ¿melted¿ and there is a ¿black dye¿ or some unknown substance in the syringe.